Manufacturer narrative:
The main component of the system; other relevant device(s) are: product ID: 3391s-40, serial/lot #: (B)(4), ubd: 06-dec-2016, UDI#: (B)(4); product ID: 3391s-40, serial/lot #: (B)(4), ubd: 31-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. The caller reported that sometime around 2016, there was a kink in one of the patient's wires and an electrode was shorting out. The caller reported that the impedance was at 5000 ohms, but it should have been around 700. The caller reported the patient was charging more frequently. The caller reported that at first, the patient needed a charge every 30-60 minutes, then clarified that it was every 4-5 hours. The caller reported that a cat scan confirmed the issue and the healthcare provider (hcp) did emergency surgery, which resolved the issue. The caller reported that an EKG was done, so the ins was turned off at the time. The caller reported that the patient was scheduled to see the hcp on (B)(6) 2018. No further patient complications have been reported as a result of this event.